Manufacturer narrative:
This report is being filed to correct the manufacturer site facility name and contact information.

Event description:
It was reported that the patient implanted with this electrode developed an infection at the incision site. A procedure was performed to open the incision and clean the site. The product remains implanted and in service. No additional adverse patient effects were reported.